Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 449mg/dl. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
The insulin pump has constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. The insulin pump has scratched display window, cracked belt clip slot and cracked reservoir tube lip.